Manufacturer narrative:
Device evaluation. The device was returned for evaluation. The device was given functional testing. During testing the device was not able to fully lock the cassette into place due to a latch/lock issue. In addition,the reported issue was confirmed; the device did not pass occlusion testing due to an issue with the downstream occlusion sensor. The cause of the issue could not be established.

Event description:
It was reported that the device failed occlusion testing. No adverse effects to patient reported.